Event description:
On (B)(6) 2013, a certified diabetes educator contacted animas stating that the patient¿s healthcare provider¿s (hcp) office alleged that the patient experienced diabetic ketoacidosis (dka) over the weekend and was hospitalized due to a pump malfunction. It was not indicated what the alleged malfunction was. No details were provided regarding the patient¿s blood glucose levels or what treatment the patient received for the dka. Reportedly the patient had received a new pump but had continued using the old pump. The patient¿s hcp reportedly requested assistance for the patient in setting up the new pump as well as training. Customer technical support made attempts to follow up with the patient, without success. This complaint is being reported based on the allegation that the patient experienced dka requiring medical intervention due to an unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.